Event description:
It was reported that the wake button was intermittently unresponsive and requiring multiple presses to function. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.